Event description:
Procedure: oophorocystectomy. During the course of the operation, there was a cautery burn to the sigmoid colon. A crack was noted in the insulation of the instrument. Patient recovered without incident.